Event description:
During last part of procedure, it was noticed that the tip of the deployment sheath was no longer visible under xray guided visualization. Upon moving the c-arm over the chest, it was discovered that the radiopaque marker band on the end of the sheath had become unattached from the sheath and had been transported to the left pulmonary artery via blood flow. After multiple, unsuccessful attempts to remove the marker band, and several contrast injections of the pa, it was determined by radiologist that we would leave the marker band in the pa. Pt left the exam room in stable condition with no change in normal o2 saturation from the foreign body in the left pulmonary artery.